Event description:
This is the same patient and same event reported under MDR ID # 2939859-2003-00079. This is the first MDR submitted for this suspect product. Patient developed symptoms of hypersensitivity at injection sites after collagen treatments. Subsequent follow up indicates that another physician has drained a papule. Patient has been treated with antibiotics for perioral dermatitis and acne. Event is being reported in good faith though treatments may not be for collagen related problem.